Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called and stated that the customer just got out of the hospital. He did not want to mention anything else. The caller asked for assistance with delivering a bolus. The caller stated that the customer's blood glucose was 517 mg/dl. He stated that he waited too long to take a bolus and the screen of the insulin pump went blank. He stated that he is going to give the customer a manual injection instead of delivering a bolus with the insulin pump. Nothing further was reported.